Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stryker asking to confirm if left knee implants are stryker. Patient stated that he thinks he had his left knee surgery in 2005, but not sure. He started experiencing pain and clicking in his left knee.